Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs. High blood glucose level was 400 mg/dl and current blood glucose level was 131 mg/dl. High blood glucose level was treated by insulin pen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4).